Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated by email that during removal a tampon unraveled. She stated that she felt extreme pain and thought she had tss.